Event description:
This pt with a history of myocardial infarction was admitted for angiography, which revealed a de novo, mildly calcified, 90% lesion in the mid-lad. The vessel was not tortuous and there were no acute bends in the anatomy. The cypher select + 3.50x33mm was removed and prepped without difficulty. Prior to use, no anomalies were noted. There was no difficulty advancing the device to or across the target lesion site. The stent was deployed; however, upon inflation to 12 atms, the balloon burst. The stent was deployed. Another balloon was used to post-dilate the stent to ensure complete expansion. There was no reported pt injury.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.